Event description:
Procedure type: ventral hernia repair. According to the reporter: expired product was used and placed in the patient. New information was received on 1/7/10, which stated that the patient allegedly experienced pain and infection since the day of initial surgery. In addition, the patient was hospitalized in (B) (6) for infection. On (B) (6) 2009, the mesh was removed. Post-operatively, the patient allegedly has an infection from her breast bone to the pubic bone.

Manufacturer narrative:
(B) (4). (B) (4).